Event description:
It was reported that the customer received inset infusion sets instead of his expected model and attempted use without proper deployment, resulting in no insulin delivery and disconnection from the ilet, after which he administered multiple daily injections. No adverse clinical symptoms associated with suspected hyperglycemia due to lack of insulin delivery reported. Outcomes included temporary interruption of pump therapy and self-care with injections without hospitalization. Customer care provided support that included remote troubleshooting and user education on correct use of the inset applicator. Investigation of this case revealed user error during insertion, specifically misunderstanding the applicator¿s function and not deploying the infusion set correctly, which led to ineffective insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was use error due to incorrect insertion technique.

Manufacturer narrative:
Initial.